Event description:
The doctor claims that the graft was implanted on 12/18/1998, as an above-knee femoro-popliteal bypass. The patient did well for three or four days, but then developed a [huge] swelling in the thigh and a [mild] temperature. There was no drainage, "it looked like an allergic reaction" so it was not treated and it resolved. The doctor has stated that the exact cause of the event is unknown.